Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally by nova scotia canada. It was reported in this complaint that error 51-0002 was displaying on screen. During servicing, the pump was took apart and the speaker connection was checked. The pump tested okay. The power supply board was replaced, therefore the error code was cleared. The device ran a calibration and the maintenance software. They were all passed and the pump was then returned to service. After severals attempts, the replaced spare part was not sent to brézins for investigation. Therefore the root cause of the reported issue could not be identified. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Per customer: error 51-0002 on screen. Took apart and checked speaker connection. Tested okay, replaced power supply board and cleared code. Ran a calibration and the maintenance software. All passed, returned to service. Reporting due to error 51. More follow up information is needed to complete the investigation.